Event description:
It was reported that this ra lead was scheduled for lead revision due to high impedance; procedure complications of diaphragmatic stimulation and conductor fracture were also noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).